Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, a broken light guide bundle, a scratched and peeling biopsy channel, fluid invasion in the entirety of the scope, rusted electrical contact of the plug unit, a rusted ccd unit, a dented, scratched, and wrinkled connecting unit, and a wrinkled cable tube unit were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported a noisy image upon inspection of the bronchofibroscope. The device was sent to olympus for inspection and repair. There were no reports of patient or user harm. During inspection and testing, there was no image and scope error b30 appeared on the monitor. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invading the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.